Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2v and the daily measurement was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that the battery voltage kept going down with each interrogation, and that the battery voltage went below the rrt (recommended replacement time) trip point, but the device did not report rrt. Review of performance data showed that the minimum measured voltage over the past two weeks had been 2.83 volts, which was well above the rrt trip point of 2.6 volts. The average voltage had been 2.93 volts. The device remains in use. No patient complications have been reported as a result of this event.